Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on two different aviva connect systems within 10 minutes: system 1 (serial number: (B)(4)) result was: 543 mg/dl and system 2 (serial number: (B)(4)) result was: 247 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.